Event description:
Reporter alleged that she could not test on the aviva system because she was getting an error message. Reporter stated that the meter was very hot as it had been left in a hot car for several hours. Reporter alleged that the next day, she became unresponsive and her daughter used the same aviva system but also got an error message. Reporter stated that her daughter treated her with (B)(6) and half of a sandwich. While she was being treated the paramedics were called and arrived. Reporter stated they obtained a 159 mg/dl result on their system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.